Manufacturer narrative:
(B)(4). The customer report of an unravelled guidewire was confirmed through examination of the returned sample. The customer returned a guidewire and 2-lumen hemodialysis catheter for evaluation. The guidewire was returned partially advanced through the catheter. Moderate force was required to remove the guidewire from the catheter due to buildup of biological material. The core wire had separated adjacent to the proximal weld. The guidewire and catheter met all dimensional requirements. The catheter met all relevant functional requirements, and a device history record review did not reveal any relevant findings. A device history record review was performed, and no relevant findings were identified. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the required standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event.

Event description:
It was reported that"(B)(6) 2025, after insertion, the swg unravel after into the vessel, changed a new one. The patient condition is fine. No harm for the patient. They changed a new one to resolve the issue. No medical intervention was required. No more other information will be required.".

Event description:
It was reported that (B)(6) 2025, after insertion, the swg unravel after into the vessel, changed a new one. The patient condition is fine. No harm for the patient. They changed a new one to resolve the issue. No medical intervention was required. No more other information will be required."

Manufacturer narrative:
(B)(4).